Event description:
During a remote follow-up, episodes of noise that led to oversensing were seen on the device. No intervention is planned at this time. The patient was stable and will continue to be monitored.